Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored episodes due to concerns of inappropriate therapy delivery. Upon review, the stored ventricular episode device was triggered to deliver two bursts of anti-tachycardia pacing (atp) and a shock due to a functionally undersensed p wave. Additional records show patient has previously received inappropriate shock due to atrial driven rhythms with a different device. Ts discussed programming optimization options with the hcp. At this time, no additional adverse patient effects were reported. This crt-d remains in service.